Event description:
It was observed that during the device evaluation, the video telescope exhibited distal fiber breakage, dents on distal edge, cracks on side of the video connector, and the image out of field view. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.